Event description:
It was reported that a patient underwent an spinal posterior fixation at l4-s1. It was noted that the set screw stripped during surgery. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.